Manufacturer narrative:
This report is associated with argus case (B)(4), ultra corega crema sin sabor. Ultra corega crema sin sabor is marketed as super poligrip in the us.

Event description:
Bleeding [application site hemorrhage]. Product complaint. Case description: this case was reported by a consumer via call center representative and described the occurrence of application site bleeding in a male patient who received gsk denture adhesive (formulation unknown) (ultra corega crema sin sabor) unknown for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started ultra corega crema sin sabor. On an unknown date, an unknown time after starting ultra corega crema sin sabor, the patient experienced application site bleeding (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the application site bleeding and product complaint were not reported. The reporter considered the application site bleeding to be related to ultra corega crema sin sabor. It was unknown if the reporter considered the product complaint to be related to ultra corega crema sin sabor. Additional details, the reporter (consumer) contacted the call center informing that she had to put a temporally prosthesis and the physician oriented to use the suspect product, however he did not like it because it did not fix and it was hard to remove it. Besides that he informed that she presented bleeding when removing it. The action taken with ultra corega crema sin sabor was unknown.

Manufacturer narrative:
This report is associated with argus case (B)(4), ultra corega crema sin sabor. Ultra corega crema sin sabor is marketed as super poligrip in the us. Device evaluation 10 january 2017: according to the quality assurance report, no sample was returned for this complaint and the batch details were not received so a full investigation could not be completed.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of application site bleeding in a male patient who received gsk denture adhesive (formulation unknown) (ultra corega crema sin sabor) unknown for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started ultra corega crema sin sabor. On an unknown date, an unknown time after starting ultra corega crema sin sabor, the patient experienced application site bleeding (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the application site bleeding and product complaint were not reported. The reporter considered the application site bleeding to be related to ultra corega crema sin sabor. It was unknown if the reporter considered the product complaint to be related to ultra corega crema sin sabor. Additional details, the reporter (consumer) contacted the call center informing that she had to put a temporally prosthesis and the physician oriented to use the suspect product, however he did not like it because it did not fix and it was hard to remove it. Besides that he informed that she presented bleeding when removing it. The action taken with ultra corega crema sin sabor was unknown. Follow up and qa report received on 10-jan-2017: no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated.